Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had air bubble at in the reservoir and the tubing . Customer's blood glucose value was 320 mg/dl at the time of the incident. Approximate size of air bubbles was about an inch long. The customer was assisted with troubleshooting. Customer will not returned device for analysis.